Manufacturer narrative:
The gender of the patient is unknown. Please note that the date of the event is unknown. Initial reporter phone: (B)(6). Complaint conclusion: as reported, a sgw atw .014 j floppy 300cm guidewire was damaged. There was no report of patient injury. After the product analysis, the core wire was observed fractured. Attempts to gather further information were unsuccessful. A non-sterile unit of sgw atw .014 j floppy 300cm was received coiled inside of a plastic bag. Several kink conditions were observed to along of guide wire. Unraveled/ stretched was observed on coil from distal tip. Guidewire was inspected under vision system and unraveled/ stretched condition was observed on distal tip section and the consequence core wire was observed fractured. Sem analysis was required to determine the cause from core wire fractured and results showed that the fractured wire presented with evidence of ductile dimples and plastic deformation. These types of failures occur due to a tensile overload. Also, ductile dimples can suggest pulling/stretching events. Based on the evidence found it's very likely that the fracture could be related to a stretching/pulling events. No other anomalies found during sem analysis. DHR review could not be performed due to the lot number was not provided. The event reported by the customer as ¿guidewire/damaged¿ was confirmed due to the condition in which the device was received. Sem results showed that the fractured wire presented with evidence of ductile dimples and plastic deformation. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device instructions for use. Furthermore, users are instructed to open the sterile package slowly and not to pull the distal tip to remove the guidewire from dispenser as it may damage the tip. With the information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product analysis does not suggest that the event could not be related to the guidewire design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported a sgw atw .014 j floppy 300cm guidewire was damaged. There was no report of patient injury. The device is available for analysis. No further information is available. Based on the product analysis in complaint file (B)(4) which was transferred to this complaint, the core wire was observed fractured.